Event description:
The iab was inserted into the pt on 2/26/98. On 2/27/98 after iabp for 10 hrs, the "blood detection" alarm sounded from the sys 97 pump and blood was noted in the extender tubing. Event complications: none from the event-reported 3/9/98, 3/10/98. Pt's current status: unk-reported 3/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/01/98).